Manufacturer narrative:
Patient information was not made available from the site. On 04/18/2016 a medtronic representative performed a navigation system check-out, hardware & instruments areas passed. Software test failed registration. The check-out cannot show an inaccuracy failure of the system. The problem came of the bad quality to the scan from the clinic and radiology. On 05/06/2016 a medtronic representative, following-up at the site, reported the inaccuracy was ~1 centimeter in the sinus, however, external anatomical points used to control the precision were good. No impact on the patient, in an ear, nose & throat (ent) operation the navigation is used to confirm what the surgeon saw with the endoscope and these operations are not really invasive. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy occurred during navigation. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided.